Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2019 . Initial visual analysis observed there was no physical damage on the returned device. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On, 6/1/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the manufactured date and expiration date have been provided. Therefore, expiration date device manufacture date have been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and an issue of air flow back into the side port occurred. It was reported by the customer that when trying to use the preface® guiding sheath with multipurpose curve out of the box, the tube at the side port slipped out of the ¿root¿. With this limited information available, it will be assumed that the tubing of the side port became detached from the hub. Device evaluation details: the device evaluation has been completed. The device was inspected and it was found in normal conditions. Then, a lab sample syringe filled with water was attached to the hub of the side port tubing of the unit and it was successfully flushed. Also, air did not flow back to the side port tubing while performing flushing test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Still pending is the manufacturer record evaluation, manufactured date and the expiration date. Therefore, a supplemental report will be submitted. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and an issue of air flow back into the side port occurred. It was reported by the customer that when trying to use the preface® guiding sheath with multipurpose curve out of the box, the tube at the side port slipped out of the ¿root¿. With this limited information available, it will be assumed that the tubing of the side port became detached from the hub. The customer confirmed that the brim cap was not damaged, however, with this type of issue there is risk of introducing air into the patient. As such, this event has been assessed as an MDR reportable malfunction. The issue was resolved by changing the preface® guiding sheath with multipurpose curve to another one. The procedure was completed. There was no patient consequence.